Event description:
A 48-year-old male died of refractory shock one month ago following heart transplantation surgry. The patient underwent heart transplant surgery for ischemic cardiomyopathy. The heart had been preserved in viaspan (lot # d8k03-7100). Ths ischemic time of the heart was 4.5 hours. According to the surgeon, nothing unusual happened during the surgery; however, following anastomisis of the cardiac vessels the heart never worked. The sugeon inserted a (vak) ventricular assist device which did not work. After many hours the patient's blood pressure